Manufacturer narrative:
Age or date of birth, weight, ethnicity: information unknown/not provided. Implant date: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Explant date: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Phone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the dcb00v, simplicity preloaded device was received in the original box at the manufacturing site. The lens was returned out of the device. The cartridge component was observed correctly engaged into the simplicity preloaded unit. Visual inspection using magnification was performed. The lens was observed cut and with one haptic detached. The unit was disassembled, and the detached haptic piece was not found. No residues of lubricant were observed at any section of the cartridge. The use of balanced salt solution (bss) could not be determinate on the return. No assembly errors and/or manufacturing defects were identified on the sample received. The dc-trailing haptic not folded and haptic detached could not be verified since the lens was received out of the device and cut. The part of the lens cut where is the haptic was not returned. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. The unit was handled and used. No product deficiency was identified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. A search in complaint system revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the operation, the trailing haptic had not folded as it normally does. It was initially indicated that the intraocular lens (iol) was released in the eye with detached haptic; however, it was later clarified that the issue was not broken/detached haptic. It was confirmed that the optical part of the iol was scratched when the lens was released into the eye, which resulted in the removal/replacement of the lens. It was noted that the incision was enlarged to remove the lens from the eye and an alternative iol was inserted into the eye. The surgery was extended for 30 minutes. There was no report of health damage/injury after replacing the lens. No further information was provided.